Event description:
Ada article states that overheating dental handpieces are burning pts. (B)(6) would like the public and MFR to be aware that, if piece is dropped it binds the gears and causes device to overheat on next use. Most cases of overheating of device are caused by superficial damage. No amount of lubrication can take care of this problem. Simply needs rebuild after damage.